Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The ep-xt steerable diagnostic catheter was selected for use during the procedure. It was reported that catheter entrapment occurred requiring gentle traction, there was a distal internal fracture, leading to 90-degree angulation and entrapment inside the body. The cardiologist managed to get the catheter free, a new catheter was used. D,f 3.5-mm mapping and ablation catheter was introduced in the right atrium (ra) and with a mapping system the ra, rv and cs were reconstructed. Subsequently, under electrogram and mapping system guidance there was no evidence of atrial activity across the cvti. The procedure outcome is unknown. No patent complication was reported. It is unknown if device will be returned.